Event description:
It was reported that on (B)(6) 2010, the patient had an unspecified promus stent implanted in the left circumflex artery. On (B)(6) 2013 the patient returned to the hospital. Troponin levels were noted to be elevated, consistent with a myocardial infarction. An electrocardiogram (ECG) revealed possible inferiolateral ischemia. The patient was given oxygen and lasix intravenously. On (B)(6) 2013, the patient was discharged and the outcome was reported to be resolved without residual effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of ischemia and myocardial infarction, as listed in the promus everolimus eluting coronary stent system instructions for use, are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.